Event description:
It was reported that the customer had a prime rewind issue on the insulin pump. The customer's blood glucose level was 133 mg/dl. The customer was changing her infusion set and receive an a33 alarm. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime alarm. Insulin pump was received with minor scratches on display window, cracked case at display window corners, broken on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.